Event description:
It was reported that a patient underwent a operation on the parotid on (B)(6) 2012. At the end of the surgery, one sheet of an absorbable hemostat was used as protection between the nerve and the drain. After the wound was closed and the absorbable hemostat was left in the patient, a dark brown liquid was coming out of the incision. The surgeon reopened the wound and saw that the absorbable hemostat was dark also. The surgeon opined that it was a new type of absorbable hemostat so he closed up the patient. On (B)(6) 2012, between 48 and 72 hours after the initial intervention, an abscess of the parotid and spectacular cellulitis appeared suddenly, without hematoma. Another surgeon did a second procedure to evacuate the abscess. The patient is fine today.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.